Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received multiple power error detected alarm. The customer¿s blood glucose level was 320 mg/dl. Troubleshooting was performed for power error detected alarm and noticed multiple power error detected in alarm history over two days. Advised the pump will need to be replaced. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.